Manufacturer narrative:
All buttons functioning properly, however, found moisture damage on the keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up arrow, esc, act and b buttons were not responding. Customer reported that insulin pump fell and hit the bed frame. Customer's blood glucose was 82 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.